Event description:
It was reported that patient experienced ineffective therapy due to lead migration. Reportedly patient had a fall prior to losing effective therapy. As a result, surgery intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.